Event description:
Same case as MDR#:2134265-2013-04227 and 2134265-2013-04229. It was reported that during a percutaneous coronary intervention, pullback was unable to be performed. The ilab instl system 100v motor drive unit was used in conjunction with the coronary catheter intended to visualize the lesion. It was noted that during procedure the motor drive unit was unable to perform pullback. They completed the procedure using manual pullback. No patient complications were reported and the patient's condition is stable.

Manufacturer narrative:
Device evaluated by MFR: the product was received in good condition with no visible external damage or defects observed. The unit was installed into a gold standard system and tested for functionality and met specifications; and the unit underwent a 4 hour burn-in without any failures observed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was not confirmed. (B)(4).

Event description:
Same case as MDR#:2134265-2013-04227 and 2134265-2013-04229. It was reported that during a percutaneous coronary intervention, pullback was unable to be performed. The ilab instl system 100v motor drive unit was used in conjunction with the coronary catheter intended to visualize the lesion. It was noted that during procedure the motor drive unit was unable to perform pullback. They completed the procedure using manual pullback. No patient complications were reported and the patient's condition is stable.

Manufacturer narrative:
(B)(4).